Event description:
The customer reported that the system had a communication error and froze. The caused an intermittent, recoverable loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.